Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope and a single use distal cover, when withdrawing the scope from the patient the single use distal cover came off in the patient. The patient coughed up the distal cover in recovery. There were no additional consequences to the patient. The distal cover attached to the scope was checked multiple times prior to the procedure and no issue was found. Case with patient identifier (B)(6) reports the scope used in the procedure. Case with patient identifier (B)(6) reports the single use distal cover used in the procedure.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although the root cause could not be determined, the likely causes for the distal cover falling off the scope are as follows: 1. Chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. 2. The cover was easily removed from the scope due to insufficient attachment to the scope. 3. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿attaching the distal cover: please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ ¿also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the old design of the distal cover (maj-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: ¿ the facility reconfirms the correct operation method by contacting olympus or another expert within your facility. ¿ the facility carefully reviews and follows the instruction manual. ¿ the facility educates or continuously educates its personnel about handling methods. ¿ the facility inspects the distal cover prior to attachment. ¿ the facility uses care when attaching the distal cover, so that it does not crack. It was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers are stored in the product carton. Per the facility, ky jelly was applied to the distal end of the endoscope. No chemicals were administered directly into the body through the forceps channel during endoscope insertion, and no chemicals were sent to the forceps channel to lubricate. Contrast (isovue) was administered through the cannula during the endoscope insertion. However, no chemicals were administered orally to the patient before the inspection, and no chemicals were used during endoscope preparation and pre-use inspection. It was confirmed that a crack has never been observed on the distal cover prior to attachment to the endoscope. This supplemental report includes a correction to h7 and h9 to provide information that was inadvertently not included in the previous submission.